Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced syncope. The cause of the symptoms was unknown. At this time, the device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this patient was seen in clinic about a month following their symptoms. The device was checked and device function was normal. Some atrial high rate events were noted on the histogram, however the root cause of the syncope was not determined. The device remains in service. No additional adverse patient effects were reported.